Event description:
The customer contacted stryker to report that their device's display had gone black, but leds were still illuminated. The device would no longer respond to button presses. This can be indicative of a lock-up condition, in which state the device would not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device was sent back without repairs and the customer was informed not to use the device.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customers device and verified the reported issue. The device was retained by physio-control. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device's display had gone black, but leds were still illuminated. The device would no longer respond to button presses. This can be indicative of a lock-up condition, in which state the device would not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.